Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The laser system errors were unable to be cleared by the user. The system was no longer able to be utilized, and the case was converted to an alternative surgical procedure (turp). There was no report of a patient injury.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced. The laser was released to the customer for use on (B)(6) 2012.